Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received an inappropriate shock for supra ventricular tachycardia (svt) due to incorrect interpretation of signal from the implantable cardioverter defibrillator. On (B)(6) 2021 programming changes were performed. On (B)(6) 2021 the patient received another inappropriate shock for svt. No further changes or intervention were performed. The patient condition was stable before, during, and afterwards.